Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was an informational power on reset (por) code seen. The patient reported that they went to use the patient programmer (pp) and the por message appeared on the screen. The patient reported that there were no recent medical tests or emi environmental exposure. The patient was assisted in clearing the por and reported that the por was successfully cleared. The patient turned the therapy back on and reported that it was adequate. The patient reported that although therapy was turned back on, she didn¿t feel like it was working. The patient reported that she increased stimulation and reported that she was now feeling stimulation. The patient reported that she would monitor situation since therapy was back on now and feeling stimulation once again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.